Event description:
The customer opened a new carton containing 2 bottles of test strips and found the cap open on both of the bottles of strips. No averse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
No meter or reagent information was obtained during the initial call. Attempts were made to contact the customer for that information, but they were not successful. It is not possible to determine a manufacture date without a meter serial number or reagent lot number.